Event description:
It was observed during olympus' device inspection that the high flow insufflation device exhibited part of the led panel that was not turning on. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the issue was attributed to optical related issues of the led which was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.